Manufacturer narrative:
Calibration data was within expectations. No general reagent issue was observed. Per product labeling, the recommended dilution ratio is 1:2. The customer used a higher dilution ratio of 1:10. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys folate iii assay on a cobas 8000 e 602 module. For the first two samples, it was asked, but it is not known if any incorrect results were reported outside of the laboratory. The reporter stated that there were discrepancies when these samples were diluted. The first sample initially resulted with a folate value of > 45.4 nmol/l. The sample was diluted 1:10 and repeated, resulting with a value of 29.8 nmol/l. The sample was again diluted 1:10 and repeated, resulting with a value of 41.2 nmol/l. Due to the difference in values measured with diluted samples, the sample was diluted 1:10 and repeated, resulting with a value of 13.9 nmol/l. The sample was repeated without dilution, resulting with a value of > 45.4 nmol/l. The second sample initially resulted with a folate value of > 45.4 nmol/l. The sample was diluted 1:10 and repeated, resulting with a value of 13.6 nmol/l. The sample was repeated without dilution, resulting with a value of > 45.4 nmol/l. The sample was again diluted 1:10 and repeated, resulting with a value of 126.1 nmol/l. The sample was diluted 1:10 an additional time and repeated, resulting with a value of 83.1 nmol/l. The reporter stated that they then started diluting samples 1:2 as recommended in product labeling and once they did this, all samples recovered as expected. When checking samples, the reporter noticed they had discrepant results for two additional samples (samples 3 and 4). The initial values from these samples were initially reported outside of the laboratory and later corrected. The third sample initially resulted with a folate value of 35.6 nmol/l, which repeated as 50.7 nmol/l. The fourth sample initially resulted with a folate value of 27 nmol/l, which repeated as 48.2 nmol/l. The serial number of the e 602 analyzer is (B)(4).